Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5 of 5 was not confirmed due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 5. The patient had three bags connected, with solution in the heater bag only. There were no bag/patient disconnects, and no leaks. Gts had the patient cycle power to clear the error. The patient elected to complete therapy manually. Product surveillance contacted the patient who confirmed there were no disconnections during therapy. The patient also confirmed the sample was discarded, but they were able to provide the lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.